Event description:
It was reported that the pulse generator indicated elective replacement prematurely within a year and two months. The device was replaced. The patient was stable post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of premature battery depletion was confirmed. Review of device image showed that the device had a high current drain for approximately six months prior to explant, and this caused the battery to deplete prematurely and triggered the eri flag. Current went back to normal range and battery voltage was close to eri level after explant. Analysis performed did not find any anomaly that could contribute to the high current drain, and voltage level was still within normal operating range. Analysis performed on hybrid also found it to be normal. High current condition could not be reproduced and the cause could not to be determined.